Event description:
Complainant alleged that while attempting to monitor a male pt (age unknown), the device displayed a "defib pad short" message. Complainant indicated that the pt subsequently expired, however it was not a result of the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.